Event description:
While attempting to view a cardiac rhythm on a cardiac arrest patient to zoll x series cardiac monitor of a7 failed to operate correctly. Two attempts were made to view a rhythm using zoll CPR stat padz and then zoll stat padz and both attempts failed. The monitor displayed "check pads" with a dashed lined across the screen. The first attempt was made using the zoll CPR stat padz. The pads were properly placed and were adhering properly to the patient's chest. The lead selection was manually entered as pads. When these pads failed to produce a rhythm the pads were pressed down on the patient's chest to make sure there was good contact. This failed to produce a rhythm. The connection cable was unplugged and reinserted where the cable connects to the monitor and where the cable connects at the pads. When this also failed a new set of zoll stat padz were placed on the patient's chest. This still failed to produce a rhythm. MFR#: 1220908-2015-00923. The monitor was turned off and then turned on. Still no rhythm was displayed. The pad adhesion was confirmed and the connections on the cable were unplugged and reinserted. The monitor still failed to produce a rhythm. A7 placed the limb leads on the screen using the limb leads. E7 retrieved their zoll e series cardiac monitor. This e series monitor was connected to the existing pads on the patient's chest. Pads was selected in the lead selection screen. This e series monitor successfully displayed a cardiac rhythm using the same pads that had just failed on a7's x series monitor. The patient's cardiac rhythm could now be monitored through the pads.